Manufacturer narrative:
Customer has not provided data files to facilitate complaint investigation despite multiple attempts by thermo fisher scientific to obtain this information. Complaint could not be confirmed nor cause established. If additional information becomes available, a follow-up report will be submitted.

Event description:
On (B)(6) 2020 customer reported six (6) false positive patient results. The customer complaint could not be confirmed due to the customer not providing software data files for the suspected pcr run(s). Thermo fisher scientific field/technical application specialists contacted the customer multiple times in an attempt to retrieve data files. Thermo fisher confirmed patient results were reported out of the lab to the ordering physician and/or patients.